Manufacturer narrative:
Journal of the american college of cardiology vol . 67 , no . 23 , 2016 " diagnosis and treatment algorithm for blood flow obstructions in patients with left ventricular assist device" anna mara scandroglio, md,a friedrich kaufmann, dipl ing,b marina pieri, md,a alexandra kretzschmar, md,b marcus müller, md,b panagiotis pergantis, md,c stephan dreysse, md,c volkmar falk, md, phd,b,d,e thomas krabatsch, md, phd,b,d evgenij v. Potapov, md, phdb,d 2016 by the american college of cardiology foundation published by elsevier. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. According to the instructions for use (IFU), high watt and low flow may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Death and device thrombosis are known potential complications associated with the use of these devices. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received via a literature article entitled "diagnosis and treatment algorithm for blood flow obstructions in patients with left ventricular assist device". This article presented a retrospective study that analyzed the site's experience with obstructions of blood flow through lvads to develop optimal diagnosis and treatment of lvad-related thrombosis. The authors reported that between oct-2009 and jul-2015, a total of 652 lvads were implanted in 557 patients and that 524 of these lvads revealed blood flow abnormalities that were classified as high power or low flow events. The results of the study revealed that there were three types of late blood flow obstructions: pre-pump via thrombus obstructing the inflow cannula (26 events); intra-pump (70 events); and post-pump via thrombosis of the outflow graft or stenosis of the aortic anastomosis (4 events). One of the pre-pump obstruction patients died without treatment; while seven of the intra-pump patients died without treatment. The authors concluded that they were able to identify three types of lvad-related blood flow obstruction and developed an algorithm for optimal diagnosis and treatment.

Manufacturer narrative:
Pumps with unknown serial numbers were not returned for evaluation. Review of the manufacturing documentation of the pump could not be performed due to serial number being unknown. Log file analysis based on a screen shot (figure 2) provided in the journal article showed a sustained decrease in estimated flow starting (B)(6) 2015. A second screen shot (figure 3) in the journal article showed a decrease in estimated flow starting (B)(6) 2013. No information on alarms for both events was provided. Based on risk documentation, the possible root causes of the reported event of low flows may be attributed to multiple factors including but not limited to incorrect placement of the pump during implant, obstruction of the inflow cannula, inappropriate setting of the pump rotational speed, and a kink in the outflow graft. Based on risk documentation, the most likely root cause of high power can be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows, high speeds. Possible clinical factors that may have contributed to the reported events include the patients' past medical history and related comorbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. There are possible patient and pharmacological factors that may have contributed to these events. If information is provided in the future, a supplemental report will be issued.